Event description:
New information received indicates that the device exhibited loss of capture and oversensing. It was noted some programming changes were made previously. Additional programming changes were discussed but not made. The patient was in stable condition.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for a follow-up. Upon interrogation, it was noted that the implantable cardioverter defibrillator exhibited non-sustained right ventricular oversensing due to post paced t wave oversensing. The oversensing was noted on a real-time egm (electrograms). The patient did not receive therapy during the oversensing. Programming changes were made. The patient was in stable condition.